Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2019 and suture was used. During a spin "pocket reversion" the tip of the needle broke off inside the patient. The tip was found and removed from the patient and the procedure was completed with a like device from a different lot with no patient consequences. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/29/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device qcmdqc batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.